Event description:
A malfunction was reported by a customer who received a malfunction alarm with code 9-0x20f1. There was no information provided regarding the impact on the customer's blood glucose level. The customer was awaiting a replacement pump and planned to return the malfunctioning device for inspection.